Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image would not show up and had lines on it. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer¿s reported allegation that the image would not appear and displayed lines, along with the additional finding of intermittent image was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.